Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported when the patient was seen in the hospital, the left ventricular lead was found to have dislocated three weeks after it was implanted. The lead had stayed within the target vein. The lead dislodgement led to phrenic nerve stimulation and poor thresholds. The lead was explanted and replaced at the same target vein. The patient condition was stable before and after the procedure.